Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed during in-house testing. The instrument was installed and driven by the site on the system with no errors recorded. The instrument also successfully passed recognition, initialization, and engagement tests, with no error logs generated. However, additional findings not related to the reported complaint were identified during evaluation. The instrument was found to have a missing retaining ring (c-style) on the proximal end of the grip ring, causing improper jaw closure; a dislodged washer at the grip ring, resulting in excessive free movement; and imprecise pitch motion during grip operation. These conditions caused incomplete jaw movement and failure during initialization testing. The complaint was not confirmed by failure analysis. The probable root cause of the instrument not being used during the procedure is attributed to a grip closure malfunction, resulted from a missing retaining ring and a dislodged washer at the grip ring, which prevented the instrument from passing the self-test. Furthermore, the probable root cause of the missing retaining ring and dislodged washer is attributed to the manufacturing process. An advanced log review (dsp) was performed by isi failure analysis engineer (fae). The tool table showed that the vse instrument was unused. All energy activation events seen in the logs appear to be for the other vse used in this procedure. Nothing from the logs points to the customer reported complaint. This could likely be due to a component failure where a potential loose grip cable or a dislodged retaining ring/washer could cause the grips to not close fully, preventing it from passing self-test. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8mm vessel sealer extend (vse) instrument would not pass self test after several attempts including drape reconnections. There was no reported injury.